Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2010.

Event description:
It was reported that both leads migrated and led to swelling of the patient¿s skin. It was noted that the cause of migration might be due to right side implantation, but might be related to the procedure. Both leads were repositioned and remain in use. The part of the rolled up lead was straightened and moved under the device. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.